Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cw08nicu1 there was a suspected internal battery failure, as the cabinet powered down during brief power interruptions; pharmacy technicians were able to restart the cabinets, but the battery may require replacement. However, there were no delays or adverse events or injuries reported based on this event.